Manufacturer narrative:
Conclusions: off-label, unapproved, or contraindicated use (not implanting a bifurcated stent graft). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iliac extension stent graft was implanted in patient for endovascular treatment of penetrating atherosclerotic ulcer (pau) in the infrarenal aorta. The infrarenal aorta was narrow, measured approximately 13 to 14 mm in diameter. There was a bending portion in the aorta just below the renal arteries. The distance between the bending portion and the pau was 18 mm. The physician planned to implant the endurant iliac extension stent graft to the terminal aorta so it will not get in contact with the bending portion of the aorta. The physician expected that there will be difficulty in obtaining sufficient sealing on the proximal side because the proximal side of the endurant iliac extension has open web configuration. It was reported that during the index procedure, the endurant iliac extension stent graft was implanted in the patient with the bottom of the second stent on the proximal side covering the upper portion of the pau. A proximal type I endoleak was observed on the final angiogram. The physician performed touch-up; however, the proximal type I endoleak did not resolve. The procedure was completed. The physician elected not to perform further treatment because it would be difficult and the endoleak was an expected result. Per the physician, the cause of the proximal type I endoleak was due patient anatomy; the treatment length was 18 mm but only one stent length sealing was obtained, and it resulted in short sealing. No clinical sequelae were reported and the patient is monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.